Event description:
The patient had two leads from the same lot. It was reported the patient was no longer receiving effective stimulation due to receiving stimulation in unintended areas. Fluoroscopic imaging revealed both leads had migrated. As a result, both leads were explanted and replaced (with a single lead/different model) per the manufacturer's device record database.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.